Event description:
It was reported that this was the third foley catheter that failed due to a hole in the balloon, (ngfy4408). It was stated that on the last one the balloon developed a fold when it deflated created a ridge which resulted in patient injury to the urethra . Medical intervention was unknown.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to "imperfection in balloon due to process". The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review . Correction: g. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that this was the third foley catheter that failed due to a hole in the balloon, (ngfy4408). It was stated that on the last one the balloon developed a fold when it deflated created a ridge which resulted in patient injury to the urethra . Medical intervention was unknown.